Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and insulin pump alleged possible under delivery. The customer blood glucose level was 404 mg/dl at the time of incident. Customer experienced symptom such as fruity breath. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin shots for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated insulin did exit at the quick release. Customer reported that the insulin pump was on auto mode at the time of incident. Customer stated reason for under delivery was bolus was not deliver as they injected the same exact insulin. Customer performed high pressure test and it was passed. Customer again performed test and got delivery stopped alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self-test and it was passed. Customer stated insulin pump had bent cannula. Customer stated insulin pump had hal software error detected alarm while doing fill cannula. The device will not be returned for analysis.